Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v007342, implanted: (B)(6) 2006, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The device manufacturer's representative (rep) reported the patient noted a pinching sensation. Impedance measurements were taken and all were normal except 3 and 4 were out of range. The implant was on. The therapy change was related to positional movement. The patient indicated this occurred about three times per week and in multiple positions. The patient noted was sleeping one time it occurred. Reprogramming was discussed with the patient. Possible need for revision was reviewed also. There was palpating pocket with the implantable neurostimulator (ins) on and off. There was a suspect fluid short causing the shocking. The patient was to follow-up with the health care provider (hcp). There was shocking reported at the ins pocket. It was a sudden change in therapy/symptoms. There was twisting, pinching sensation, stabbing pain in the pocket. This occurs while sitting, standing, or lying in the bed. Medical history includes non-malignant pain. The rep called back to ask how to address a fluid short with a revision and how soon it was necessary. It was reviewed the possible components that could be replaced, the timeline was not urgent, and these would be decisions up to the hcp. It was occurring intermittently, 3-4 times per week. The patient uses the device for severe chronic pain and never turns off the device. The rep could elicit the response by palpating. The rep turned off the device and palpated and the patient did not feel the painful stimulation at the pocket site. The patient was only feeling painful sensation when the stimulation was on. When attempting to use 4-7 electrodes for stimulation, the patient was feeling the sensation in the ribs. For troubleshooting, they were going to take xrays and potentially revision of the system. There was pain and a stimulation sensation at the pocket site and ribs. It happened two months prior to this report. Additional information reported the xrays looked nothing like unusual. They tried to reprogram different electrodes away from 0 and 1, but the shocking sensation was still occurring. They were using 3 and 4. The doctor is scheduling the revision for (B)(6) 2015 or in (B)(6). The cause has not been determined. If additional information is received, a supplemental report will be submitted.